Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they had a loss of stimulation from their neurostimulator (ins). The patient stated that they accidentally turned the stimulation on while the amplitude was ¿up high¿ and they decreased it. They also noted that they did not feel the stimulation when it is turned on. Even when the stimulation was on, when lies down, they felt a tingling at the ins site. The patient also felt tingling at the ins site when the stimulation was off. The patient ((B)(6)) stated they had a few falls this past winter which could be related to the tingling. There was no recent medical testing or emi environmental exposure related to the issue. Through the use of the programmer, the ins was determined to be on. The patient then increased the stimulation to 2.6 ¿ 2.7 and felt the stimulation normally. The indication for use for the implanted device was noted as failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.